Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance and possible fracture on the right ventricular (rv) lead. At the time of generator change a significant jump in the ventricular lead impedance was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.